Event description:
A surgeon reported that approximately eight days following implantation of an intraocular lens (iol) an opacification was noted on the posterior surface of the iol. The surgeon stated the opacification is observable under the slit-lamp and looks like the glass of a watch when exposed to water. The capsule is undamaged and is transparent. The pt's visual acuity following implantation was 1/10 but has improved to 6/10 and the opacification has reduced. The lens remains implanted. Additional info has been requested.